Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the needle was retained? Is there any plan in place to remove the needle in the future? Please provide details. ¿ what is current condition of the patient? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --received information as following from sales rep via phone today. The needle did not fall into the patient. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. The images provided, display 2 bent needles but not any broken needles. How many needles bent during this patient procedure? How many needles broke during this patient procedure? H3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual inspection, the following was observed: in the photos, two opened foils labeled with product code vcp1433h, lot number s25070114, expiration date 2030-07-15, two needles that appear complete but are deformed from their original curvature and detached from the suture. One of the needles has a small segment of suture at the attachment area. A segment of suture with damaged ends and visible fluid is also present in the image. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The needle broke when sewing in surgery. Changed another one to continue the surgery, during the clamping process, the needle broke and was not sutured. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.